Manufacturer narrative:
The complaint states the spring used to attach the distal cutting block to the distal cut jig, broke. A complaint database search did not identify any anomalies. No product was returned hence the complaint cannot be confirmed. Without further information or return of product, the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The spring used to attach the distal cutting block to the distal cut jig, broke.